Event description:
It was reported that the right ventricular (rv) lead had noise and a variation in pacing impedance measurements. An attempt to extract the lead was not successful so the lead was abandoned and capped. A new rv lead was then implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.